Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0293910. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-10-19. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Initial reporter address 1: (B)(6). Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the complaint could not be confirmed and the root cause is undetermined. Rationale: based on the investigation, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagsla was difficult to aspirate, had foreign matter, and the plunger movement was difficult. The following information was provided by the initial reporter: the customer contacted to inform that she has been applying insulin to her family member for a long time, but from 8 to 7 months now, all the syringes she uses at the time of aspiration create many bubbles inside the syringe and not it totally sucks the insulin so that all the time she needs to aspirate and remove insulin until have no more bubbles. We investigate regarding the preparation and application procedure and the caregiver performs all the techniques correctly. We request a video of the procedure to better analyze the deviation. She also commented that has already found syringes with a crooked tip and even with a type of liquid inside the syringe similar to oil before use, but she said that has already discarded all the batches and no longer has the packaging.